Event description:
It was reported that during a right hip fracture trochanteric fixation nail (tfn) procedure surgeon inserted the nail and went to insert the helical blade. Upon insertion the blade would not go through the nail. Surgeon removed the blade, backed up the nail and discovered the locking mechanism was in the down position. Surgeon used the flex driver, backed up the mechanism, inserted the nail and blade completing the procedure.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Add'l pro code: hwc. No sample was returned for evaluation. A review of the device history record did not show conditions that could have contributed to the reported event. No conclusion could be drawn, as sample was not received.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 1 for complaint (B)(4).